Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had an unexpected motor noise anomaly during the rewind due to a faulty motor. The pump powered up properly after battery installation, and passed the self test. No missing segments or cosmetic damage was noted.

Event description:
It was reported that the customer received a buzzing noise during the rewind yesterday. Customer stated that there was also a line through the screen. Customer stated that their blood glucose level was high due to them being sick. Customer's blood glucose level went down to 91 mg/dl after treating. Customer's blood glucose level is 369 mg/dl. Customer performed a self test and customer stated that there is a white spot in the corner and when the numbers are counting down, there is a line through the middle of the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised that it is up to her is she chooses to continue using the pump. No additional information provided.